Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was attributed to an unadressed advisory message. The device was put through extensive testing which included daily/weekly/monthly self-tests and stress testing without duplicating the customer's report. An internal inspection found no discrepancies. Device log confirms error first logged on (B)(6) 2025 and recurred for over a month. The main board was replaced as a precaution. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.